Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00041 on 17jan2020. Additional information (23jan2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer declined to provide patient or qc data, and additional information. As a result siemens could not confirm the event. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2020-00044_s1 was filed in conjunction to this report.

Manufacturer narrative:
Siemens is investigating the event. MDR 2432235-2020-00044 was filed in conjunction with this MDR.

Event description:
A discordant concetrated calcium 2 (ca_2c) patient result was obtained on an advia 1800 instrument. There is no information on whether the initial result or repeat, corrected result was reported to the physician(s). Additionally, specific results were not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant result.